Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited elevated pacing impedance measurements since implant of the pacemaker. Pacing impedance measurements continued to rise and eventually resulted in high out of range measurements greater than 2,000 ohms. No anomalies were noted under fluoroscopy, however the root cause was not determined. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No adverse patient effects were reported.